Manufacturer narrative:
On 3/24/16 follow up: customer reported to be doing well. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer feels an uncomfortable sensation under the skin when delivering a bolus and as a result does not bolus. Blood glucose (bg) levels were impacted (greater than 300 mg/dl) due to customer not delivering a bolus. Customer treated elevated bg level using pump and manual injections. Customer has attempted different types of infusion sets to resolve the uncomfortable feeling. Contact inquired if customer can change the rate of delivery of a bolus. Tandem technical support advised that rate of delivery cannot be changed and recommended customer consult with health care provider.